Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes would not stay engaged. No patient involvement or adverse consequences were reported.

Event description:
It was reported by service report that the brakes would not stay engaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Previous MDR filed flagged this as an adverse event. This was done in error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.